Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Multiple cartridge changes were performed while trying to address the issue; however, the issue persisted. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Nothing at the time of the event had been done to address the bg.